Manufacturer narrative:
During analysis it was observed that the two leads that were also returned, were twisted in a manner consistent with twiddling. The twiddling is consistent with an overstress condition caused by the patient¿s action in manually changing the position of the ipg or the ipg flipping in the pocket. It was indicated in the communication hub that the ipg was twisting in the pocket and there was also the indication that there had been a prior revision for the same type of incident.

Event description:
Follow up information received that the patient underwent surgical intervention due to the ipg twisting in the pocket. The patient also stated the ipg pocket was irritated.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-32297, 3006705815-2020-32298. It was reported that the patient had their system explanted. It is unknown the exact reason at this time.